Event description:
Artificial urinary sphincter system implanted 12/30/94 including: uri sphincter control pump, uri sphincter occlusion cuff 4.5 cc, uri sphincter regulatory balloon 61-70 cm. On 3/27/95 urinary sphincter system revision. Pump removed due to malfunction. Cuff replaced with a different size. Risk management notified 3/28/95. MFR contacted 3/29/95 for follow up evaluation of product.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.